Manufacturer narrative:
A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported while using bd 5ml syringe slip tip with bd precisionglide¿ needle 22g 1 1/4 the needle broke. The following information was provided by the initial reporter: the dealer reported that the director of the hospital's emergency rescue department said that the needle broke in the patient's body when using the product, and surgery was required to remove the needle. Now the needle remains in the patient's body.

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval, yes. D10: returned to manufacturer on: 16-feb-2023. A device history record review was completed for provided material number 301942 and lot number 2109204. The review did not reveal any detected abnormalities during the production process that could have contributed to the reported defect and all quality tests were found to be within specification. A review of all raw material incoming inspections was performed as well as all preventive maintenance performed, and all records were found to be in specification. This is the first report received for the defect of broken needle on material number 301942 & lot number 2109204. To aid in the investigation of this issue, four (4) picture samples and the physical sample were returned for evaluation by our quality engineer team. Through examination of the pictures, the cannula component was observed broken. Through examination of the physical sample, a correct amount of epoxy was identified. Epoxy is the adhesive used to join the cannula and hub components. This indicates that the cannula was properly introduced and assembled into the hub during manufacturing. Through magnified inspection, residual steel (cannula material) was found to be more visible on one side of the hub connection, which indicates torsion on one side before breakage. To further investigate this issue, sixty total retained samples of the same reported final lot number and respective assembly lot numbers were obtained; however, no issues were found during inspection. Pull testing was performed on the retained samples and all results were found to be within specification. In conclusion, as the pictures and physical sample show the presence of epoxy, we believe that the cannula was properly assembled to the hub component and broke after production; therefore, the cannula assembly process has been excluded as a potential cause for this event. Per the provided feedback and the sample results, the root cause is most likely related to the handling of the product during use.

Event description:
It was reported while using bd 5ml syringe slip tip with bd precisionglide¿ needle 22g 1 1/4 the needle broke. The following information was provided by the initial reporter: the dealer reported that the director of the hospital's emergency rescue department said that the needle broke in the patient's body when using the product, and surgery was required to remove the needle. Now the needle remains in the patient's body.